Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 5 months ago the patient noticed they had to charge the implantable neurostimulator (ins) more frequently because the ins battery level was dropping a lot each day. The patient said the issue has gotten progressively worse. The patient mentioned that they used to charge the ins once a week, but now they charge it every day. Agent reviewed that the ins battery depletion rate depends on usage and settings. The patient confirmed their healthcare provider (hcp) had made adjustments to the therapy settings, but the patient did not indicate if the adjustments occurred prior to the event. The patient mentioned that they would like to go back to a non-rechargeable ins. The patient was redirected to their hcp to further address the issue. The caller thinks the patient has an appointment with their managing hcp on (B)(6).